Manufacturer narrative:
Device serial number and unique identifier (UDI) number are unavailable. A manufacturer representative went to the site to test the equipment. The external camera communication cable was replaced, thus resolving the issue. The navigation system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a manufacturer representative was on site evaluating a "localizer disconnected" issue. The representative removed the camera off the mast and found the 90 degree angle connector was damaged and some of the wires were exposed in the sheathing (not punctured). There was no patient present when this issue was observed.